Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the water filter replacement issue could not be determined. It is possible that the water filters were replaced at a frequency of every half year in order to reduce the cost of water filter replacement. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿replace the water filter periodically, at least once a month to prevent contamination of the rinse water. The water filter should also be replaced whenever the error code [e01] indicating water supply insufficiency is displayed. Replace the water filter according to the procedure described below.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the water filter for the endoscope reprocessor was not changed within the specified time period. It was reported that it was changed every six months. The issue was stated on the infection complaint survey form. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The water filter was replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.